Manufacturer narrative:
Result: footboard control cable.

Event description:
It was reported by service report that the bed footboard has intermittent power causing bed exit and scale to work intermittently as well as not allow the head end lift to lower all of the way down. No patient involvement or adverse consequences are reported.